Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates patient experienced weight loss and a fall. Surgical intervention was undertaken on (B)(6) 2026 wherein patients system was explanted to address the issue.

Event description:
It was reported that the patient had uncomfortable stimulation and the patient was unable to go into MRI mode due to high impedances. As such, surgical intervention may occur to address the issue.

Manufacturer narrative:
Date of the event is estimated.